Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that an incident occurred during preparation before the proximal anastomosis. When loading the hst iii system (3.8mm) seal into the delivery system, it did not curl properly, resulting in poor filling. By opening and using a second bottle, the seal could be filled without any issues. The proximal anastomosis was completed without any issues. There were no effects on the patient.

Manufacturer narrative:
Tw # (B)(4). The lot # 3000477574 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.